Event description:
While performing onsite service for the device, an authorized field service engineer noted that the co2 pump was not activating when calibrations for the unit were attempted. There was no reported patient involvement.